Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown the emergency medical service was dispatched as result of low blood glucose on (B)(6) 2016. Customer was not admitted to the hospital. Customer was treated by emergency medical service with IV and sugar jot. Customer has been experiencing low blood glucose for past event. The customer's spouse stated that the blood glucose was 40 mg/dl. Customer was advised to monitor pump.